Manufacturer narrative:
Button error alarm and no esc and act button response due to corroded keypad traces. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked case near reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer does not recall any significant events leading to the error, but stated that the pump was in her bra next to her skin. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.